Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the leadless implantable pulse generator (ipg) exhibited rise in threshold and impedance, high impedance, intermittent capture and high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.